Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted deployed; however, the clip was unable to deploy properly. Reportedly, the spring on the handle broke and then the clip appeared to be protruding from the distal tip of the end of the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.